Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
The customer reported she couldn't do the power fail test. When connected to ac (alternating current) the device could not be turned on, but when the battery is plugged in the customer could turn the device on. The customer wants to do troubleshooting herself. The fse (field service engineer) advised to swap the front assembly with a working device. There was no patient involvement. The fse confirmed the reported failure. The fse ran the power alarm test when the battery was disconnected, and the power button did not work. The fse connected to ac power. The fse confirmed with the customer to order parts for repair, however, the customer preferred to do the repairs herself. The fse could not proceed further.